Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report #: 1627487-2018-09639. Reference MFR. Report #: 1627487-2018-09640. Reference MFR. Report #: 1627487-2018-09641. It was reported the patient¿s leads turned off without prompting, and the patient was unable to turn stimulation back on without the help of the field representative¿s clinician programmer on multiple occasions. On one occasion, the representative was unable to increase amplitude to one of the patient¿s leads located at vertebral level l2. Diagnostics revealed high impedances on multiple leads. As a result, the physician explanted and replaced the patient¿s drg system. Postoperatively, effective therapy was restored.